Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> complaint sample: 1 ea of open complaint sample foil along with 1 suture strand attached to a needle returned for evaluation. Complaint sample was visually inspected against mentioned breakage suture. Suture received in partially disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil packs were inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the pack were observed. Returned needle was inspected against magnification and found satisfactory. Retained sample evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples was tested for knot pull tensile strength test and found to meet the specification. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample and reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis ¿the detected suture breakage issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.

Event description:
It was reported that a patient underwent a radical hysterectomy on (B)(6) 2019 and suture was used. During the procedure, the suture was breaking. There were no adverse patient consequences reported. No additional information was provided.